Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a recurrent left direct inguinal hernia repair surgery on (B)(6) 2007 and mesh was implanted. Additional information was provided that the patient underwent surgery on (B)(6) 2017 for left inguinal hernia ¿with defect through the center of the mesh and small bowel resection, excising eight inches of ischemic small intestine.¿ no additional information is provided.

Manufacturer narrative:
Date sent to FDA: 8/8/2019.